Manufacturer narrative:
This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported that after placing defib pads on the pt, the device did not recognize the pads in either the manual or AED modes. There was no pt impact.